Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a restenosis occurred. A taxus liberte' stent was implanted in the left anterior descending artery. Eight weeks later, the patient returned and ivus revealed a restenosis. The restenosis was successfully treated with a cutting balloon. No further complications occurred. Patient status is satisfactory. Additional information has been requested, but has not been provided.